Manufacturer narrative:
Correction: section d4 primary unique device identification (UDI) number: upon further review it was found that the UDI# was not added to the initial report. UDI# - (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a problem with the veritas phacoemulsification (phaco) machine. Surgeon reported that there was a problem with the vacuum pump. They had massive occlusion surges which caused anterior chamber (a/c) to collapse and there was no vacuum on the vitrectomy probe afterwards. Through follow up it was reported that surgeon had started using a different size phaco tip on that day. No medical intervention was reported. No further information was provided. A separate report will be submitted for the phaco tip.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: shallowing or collapsing of the anterior chamber : anterior chamber collapse device evaluation: the field service engineer checked the phaco machine and found nothing wrong. The surgeon's settings were adjusted to suit the new tip size and there have been no further problems. Manufacturing records review: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.